Event description:
It was reported that the health care professional (hcp) called for review of a ventricular episode for this patient with an implantable cardioverter defibrillator (ICD). Technical services (ts) reviewed and found there was undersensing with less than one second of a delay to therapy. However, there might be a 30 second duration in the ventricular tachycardia (vt) zone. Ts discussed programming options. At this time, the device remains in service. No adverse patient effects were reported.